Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (cannot run detect and treat testing) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief, disconnecting wires in the dn. The cause of the test failure was the pulled dn to rear te cable. Additionally, the cable connect ECG "a" and "b" to the front therapy electrode (te) cable and the cable connecting ECG "c" and "d" were pulled from strain relief. The root cause for the pulled cables is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that it could not run detect and treat testing.